Event description:
Consumer stated 2 times the tampon came apart upon removal and she was able to remove the remaining pieces on her own.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Consumer did not return product samples for eval.